Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.513¿ from the base. Broken piece was not returned. Components adjacent to the broken blade do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, harmonic ace (ha) blade was broken off. The customer used a backup ha instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient¿s anatomy. The instrument was inspected prior to use. The instrument did not collide with any other instrument or hard material during the procedure. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications. The instrument will be returned; however, the broken piece will not be returned because it was discarded.